Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was receiving fentanyl [3000mcg/ml] at a rate of 299/day and clonidine [500mcg/ml] via intrathecal drug delivery. The dose of clonidine was reported as 25 with every bolus. The indications for use of the pump were non-malignant pain and chronic low back pain. It was reported that the patient kept hearing a bell like it was ringing, and a two-tone alarm was noted. When the patient tried to use the personal therapy manager, it displayed the code 8474 [pump reset]. It was stated that the patient was burning up, his face was hot and his body felt like it was on fire inside. On the following day, telemetry confirmed that a critical alarm was occurring. The pump logs showed a low battery reset and safe state alarm occurred at 2:41pm on (B)(6) 2016. In addition, there were two motor stalls seen in the logs. The first occurred on (B)(6) 2016 at 8:09am, and it recovered 1 hour and 55 minutes later. The second stall occurred on (B)(6) 2016 at 9:31am, and it recovered 36 minutes later. It was indicated that they had managed the patient's withdrawal overnight. The reporter did not know the dose of the medications before the pump was reset to minimum rate. At the time of report [(B)(6) 2016], the fentanyl was being delivered at 18.3mcg/day and the clonidine was being delivered 3mcg/day. The pump was replaced that day.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump battery with high resistance. Corrosion was present on gear wheel three. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.